Event description:
It was reported that a loose setscrew on the implantable cardioverter defibrillator (ICD) was causing high threshold and impedance measurements. The pocket was reopened and setscrew secured. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted (B)(6) 2012. (B)(4).